Manufacturer narrative:
Investigation summary: mat: 367933. Lot: 1319259. Bd received 4 photos from the customer in support of this investigation. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the banded fill line on the tube. As no customer samples were received, the investigation was limited. Additionally, 10 retention samples were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode because the photo does show the amount of blood is below the fill line; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes didn't draw enough volume of blood. The following information was provided by the initial reporter. The customer stated: ¿this is a report about an underfilled tube. According to the customer's report, the didn't draw enough volume of blood.¿